Event description:
An acmi lithotripter was unable to break calculus. Physician stated that the hand piece was causing shocks to operator. Another lithotripter was borrowed from another hospital and the case was continued. There was approximately a 45 minute delay to get the equipment from the other hospital and set it up. No adverse effects was experienced by the patient or operator.